Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) was being performed. A watchman access system and 33mm watchman laa closure device and delivery system was used. The closure device was deployed, but a gap of more than 5mm occurred in the posterior lobe after two partial recaptures. At this time, a pericardial effusion was noted and the closure device was recaptured. The patient remained in stable condition, so the procedure continued. Another 33mm watchman laa closure device was used and deployed. It was in good position and the release criteria were met, so it was released. After a while the patient required cardiac massage and a pericardiocentesis was performed where 750 ml of blood was aspirated. The patient was then transferred to a surgery center in stable condition for cardiac surgery. Boston scientific is continuing to follow up to obtain additional information.

Manufacturer narrative:
Device evaluated by MFR: returned device was a watchman delivery system. The implant was received outside of the sheath, and the device was bloody. Analysis of the implant, core wire, tip, sheath, hub/valve included microscopic and visual inspection. Inspection revealed damage (kinked and flattened) to the core wire located 31mm from the core wire tip, tip damage (tricuts flared and bent/abrasions), sheath damage (abrasions), numerous sheath kinks, and anchor damage. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) was being performed. A watchman access system and 33mm watchman laa closure device and delivery system was used. The closure device was deployed, but a gap of more than 5mm occurred in the posterior lobe after two partial recaptures. At this time, a pericardial effusion was noted and the closure device was recaptured. The patient remained in stable condition, so the procedure continued. Another 33mm watchman laa closure device was used and deployed. It was in good position and the release criteria were met, so it was released. After a while the patient required cardiac massage and a pericardiocentesis was performed where 750 ml of blood was aspirated. The patient was then transferred to a surgery center in stable condition for cardiac surgery. Boston scientific is continuing to follow up to obtain additional information. It was further reported that a perforation occurred. The patient was sent to the surgery center for their safety only. No surgery was necessary and the closure device remained implanted. The patient is fine and has been discharged.